Event description:
It was reported that pump experienced malfunction alarm with resettable malfunction code and no notable events occurred before issue. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset device without recurrence of malfunction, was advised that pump use could continue, and was instructed to call back if malfunction returned.